Event description:
In 2007, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. It was reported that the contralateral leg component was implanted in the pt's left common iliac artery. At about 3 weeks later, a computed tomography scan revealed a narrowing of the contralateral leg component. In 2008 a computed tomography scan revealed that the contralateral leg component had completely occluded. Approximately 4 days later, a thrombectomy was performed and three endovascular stents were implanted. It was reported that the occlusion was successfully repaired and that the pt tolerated the procedure.

Manufacturer narrative:
Method - a review of the mfg paperwork has been conducted. Results - the review of the mfg paperwork verified that this lot met all pre-release specifications. Conclusions - device occlusion.